Manufacturer narrative:
(B)(4). Other relevant laboratory tests: (B)(6) 2013: ck-mb=1.9 ng/ml, normal upper limit 6.3; (B)(6) 2013: ck=127 u/l, normal upper limit 200; (B)(6) 2013: ck-mb=2.8 ng/ml, normal upper limit 6.3; (B)(6) 2013 (00:25): troponin I=0.0 ng/ml, upper reference limit 0.5; (B)(6) 2013 (08:25): troponin I=0.1 ng/ml, upper reference limit 0.5. The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the xience prime and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that a xience prime 3.0 x 33 mm stent was implanted in a left main artery (lm) and a xience prime 3.0 x 38 mm stent in a mid left anterior descending artery (mlad). Approximately 12 months later, the patient presented to the hospital with chest pains (angina) and shortness of breath (dyspnea) and had a positive stress test. There was a percutaneous coronary intervention (pci) done on the mlad and the proximal circumflex (pcx) arteries for stenosis on (B)(6) 2014. Although the pci was done on the pcx artery, there was stenosis found within 5 mm of the xience prime stent implanted in the lm. Reportedly, treatment included rotational atherectomy, balloon angioplasty and another xience prime stent was implanted. The event resolved without further reported adverse patient sequel on (B)(6) 2014. There was no additional information provided.